Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim received. After review of medical record, patient was revised to address right hip metallosis with soft tissue reaction. Patient experienced pain and discomfort and elevated metal ion. Operative findings stated that there was significant corrosion at the head and neck junction of femoral stem. There were sign of pseudotumor. Revision notes stated that synovial fluid was obtain for culture. Doi: (B)(6) 2007; dor: (B)(6) 2020; right hip.